Manufacturer narrative:
(B)(4). Date sent: 12/5/2025. D4: batch # 716d62. Investigation summary the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage and no anvil present. The washer was not received and there were no staples present. Also, a battery was received and no anomalies were observed. When the test battery was installed the green checkmark was not illuminated, indicating that the device was not fired. A new washer was placed on a test anvil. The device was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties. The firing trigger was not any difficulties in the operation. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 716d62, and no non-conformances were identified. Additional information was requested and the following was obtained: the procedure was a laparoscopic low anterior resection. The cdh25p was used for the rectal anastomosis. The location of rectal resection (e.g., ra, rb, etc.) Is unknown. The backlight was on, the knob was tightened, and the safety was released, all of them were activated normally. There are no problems with the patient's condition after the surgery. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by a sales rep that, during an laparoscopic low anterior resection surgery, the firing trigger felt resistant and it could not be told if the trigger was being pressed or not. The doctor pressed it as hard as she could, but it did not fire (not activated). It is possible that it was a defective product. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.